Event description:
Reporter noted four cases of posterior capsule tear occurred after cataract was removed and surgeon was cleaning capsule. Patient 1 of 4: anterior vitrectomy performed; iol implanted.